Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The instrument files were reviewed. There were no issues noted. A siemens customer service engineer (cse) was dispatched to the customer site. The device passed water testing and quality controls (qcs) were in range. The instrument is operating within manufacturing specifications. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate immulite 2000 instrument resulting lower. The repeat result of less than 1.0 miu/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00089 on 21-nov-2018. Additional information (02-dec-2018): siemens further investigated the instrument files and determined that the sample was processed under accession number (B)(4); the unique ID associated with the discordant result was (B)(4) and the unique ID associated with the repeat result was (B)(4). Siemens observed that there was a sample level sense value discrepancy from the two sample aspirations for accession number (B)(4). Siemens also determined that quality control (qcs) and other patient samples were not affected by this issue. There was no indication that an instrument malfunction contributed to the discordant, falsely elevated human chorionic gonadotropin (hcg) result. Siemens determined that pre-analytical sample quality issues and sample integrity issues contributed to the discordant hcg result. The instrument is performing according to specifications. No further evaluation of this device is required.